Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the rv lead was capped and replaced on (B)(6) 2018 due to unacceptable threshold. While the patient was asymptomatic and thresholds were still in range, the physician wanted to change to lead in case thresholds ever increased. The patient was stable before, during, and after the procedure.